Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq syringe pump under infused during patient infusion. A 5ml syringe was used to deliver 10mg dose of gentamicin over 30 minutes and after the infusion was completed, there was still 1ml left in the syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6).g1: device manufacturer address 2: (B)(6). The user facility submitted medwatch 3900900000-2023-8014 for this event. Should additional relevant information become available, a supplemental report will be submitted.